Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer checked all sensors for damage or loose connections and identified the side sensor for drawer 2.2 angled upward. Removed the tray for drawer 2.2, adjusted the sensor to a horizontal position aligned with the side magnet, and reinstalled the tray. Verified that the drawer opened and closed properly, then tested drawer 2.2 multiple times in the hardware test application with successful results. Rebooted the station and had customer inventory the drawer to confirm the issue did not recur. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had been failing frequently, and recovery had become difficult, especially during active cases when the pharmacy was closed and unable to provide medications. However, there were no delays or adverse events or injuries reported based on this event.